Event description:
It was reported by the customer during the cardiosave fsca procedure that the cardiosave intra aortic balloon pump (iabp) unit is unable to use ac power resulting in not charging batteries. There was no patient involved.

Manufacturer narrative:
(B)(6).